Manufacturer narrative:
Initial and final MDR 1876115-MDR 3003442380-2024-05055- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was crimped. Within 3 or more hours of abdomen insertion customer noticed symptoms. Customer had correction injection via multiple dose injection (mdi) to address high blood glucose. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.